Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove air from cartridge. Tandem technical support educated patient to complete the air removal step prior to filling cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned